Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery, the surgeon was able to press the green button, but when squeezing the handle, the handle made a popping noise and the jaws opened without firing any staples. This happened on both devices. A new device was used to complete the case. There was no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The instrument firing knobs were retracted to the clamp up position. Visual examination noted that the reload was fully fired and the jaws were clamped. Additionally, the anvil clamping mechanism was deformed. During functional testing, interference was noted upon attempt to remove the subject reload from the instrument shaft. The reload was forcibly removed from the shaft. The difficulty encountered during removal has been attributed to the observed clamping mechanism damage. Due to the noted damage no further, functional testing was performed. Visual and functional evaluation of the second instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.